Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter has an error 4 and power issue. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with humulin insulin and metformin. The error 4 and power issue began a week prior to contacting lfs. The subject meter powered off during use. In addition, when the subject meter was on, the patient received error 4 messages. After the issue began, the patient continued to manage her diabetes with more food and drink. According to the patient, she developed symptoms described as "blurred vision and drowsy" more than usual one day after issue began. On (B)(6) 2013 at 10:30 am during a doctor's office visit, the patient tested at "558 mg/dl" gave her a shot and lowered her insulin regimen to 8 units. During troubleshooting, the patient verified there was product misuse. The patient was getting the error 4 message when testing with blood. The test sample was drawn into the test strip. The patient was using the testing procedure per the instruction for use. The test strips were in within the discard date. Based on the information provided, the battery did not require replacement. The power and error 4 issue was not resolved with training. This complaint is being reported because the patient had elevated blood glucose over "558 mg/dl" and symptoms suggestive of hyperglycemia after the onset of the error 4 and power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.